Event description:
A report was received that the extensions implanted during a pocket revision appeared to be superficial and were causing the pt a lot of pain in her skin. The physician successfully moved the extensions lower. The pt is getting good stimulation and is reportedly doing well.